Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and lead system was having non-sustained episodes, but no shocks. Patient movement seems to affect the ICD markers. Two possis leads (both model 4320 serial 014424 and 017584) are implanted; cpi is unable to determine which lead has the problem, therefore will report on the serial 014424 lead at this time. This report was filed under 2124215-1996-0190 on 12/13/96. Additional information was received on 12/17/96, this MDR is being upgraded to a serious injury report. Cpi received additional information that this ICD and the two possis leads were removed from service due to inappropriate sensing. The physician elected to remove the ICD and leads because of fluid leaking through the silicone of the rate sense connector on the ICD header.